Event description:
The customer reported that the device jaws could not be re-opened. There was no pt injury. Add'l questions have been asked to the customer. To date, the customer has not provided add'l details regarding the device or incident.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.